Event description:
It was reported that the patient underwent transcatheter valve replacement, using a valve-in-valve procedure, within an existing aortic prosthetic valve. The implant duration of the original device at the time of the procedure was approximately 9 years. It was identified, through review of source documentation provided, that the patient had critical prosthetic aortic valve stenosis with calcification. Patient underwent successful transapical prosthetic aortic valve replacement with an edwards sapien valve. There were no adverse patent effects as a result of the replacement.

Manufacturer narrative:
Additional manufacturer narrative: implantation of a transcatheter heart valve inside a degenerated one is a less invasive procedure to treat valvular disease. It was reported that the patient had calcification of his prosthetic valve. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized, usually by glutaraldehyde pretreatment. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Unfortunately, without return of device and evaluation (remains implanted), the root cause of this event cannot be conclusively determined. There has been no information to suggest a device quality deficiency related to this event. Edwards will continue to monitor all events. No further actions are possible with the available information.